Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "bending or fracture of the implant." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported that during a bankart stabilization procedure on (B)(6) 2015, the tip of the seating instrument broke while the anchor was being inserted. Another anchor was used to complete the procedure. No new holes had to be drilled, no foreign bodies were retained by the patient, and there was no delay in procedure.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Root cause of the event was most likely attributed to excessive force.